Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function and displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical malaysia; the malfunction was duplicated and the processor/bridge/pace board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.